Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat de novo lesions in the moderately calcified and moderately tortuous right coronary artery (rca) and the mid left anterior descending (mlad) coronary artery. The 2.75x48mm xience xpedition was implanted in the rca and 2.75x38mm xience xpedition was implanted in the mlad. Post deployment, a dissection was noted for both stents. A 2.75x15mm and 2.75x12mm xience xpedition stent, respectively, were used to treat the dissections and complete the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.